Event description:
The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm when the driver was unplugged from hospital wall air. The pt was switched to the backup driver without adverse impact. This alleged failure mode poses a low risk to the pt because it would not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The root cause of the reported "single compressor malfunction" alarm was the primary compressor. Visual inspection of the compressor revealed debris and an oil-like substance on the inside of the motor end cap. The primary compressor was replaced, and the companion 2 driver passed all final performance testing. The compressor that was removed from the driver was returned to the manufacturer for further analysis.

Event description:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file revealed that multiple "single compressor malfunction" alarms occurred. The first occurred while the driver was supporting a patient after disconnecting wall air. When the "single compressor malfunction" alarm occurred and the primary compressor shut down, the driver automatically switched to the secondary compressor and continued to provide life-sustaining function to the patient. The subsequent "single compressor malfunction" alarms occurred while at single pulse mode without the drivelines connected. Testing at syncardia confirmed the "single compressor malfunction" alarms at single pulse mode without drivelines, but the "single compressor malfunction" alarm that occurred after disconnecting wall air could not be duplicated.

Manufacturer narrative:
The compressor that was removed from the driver was returned to the manufacturer for further analysis but was lost in the process of investigation and never located. This issue has also been observed in (B)(4) where the investigation determined the origin of the debris was identified as the interface between the outer race of the rear drive shaft bearing and the bearing housing sleeve as a result of imbalance. Imbalance can occur when the counterweight shifts from the factory-set position. The issue of counterweight shifting is a known issue and is being addressed under a request for supplier corrective action (rsca-0136). The primary compressor was replaced, and the companion 2 driver passed all final performance testing. Syncardia has completed its evaluation of this complaint and is closing this file.